Event description:
In 2008: customer reports, that during procedures, they are experiencing intermittently no fluoro from use with the footswitch. Procedures are completed by moving footswitch around.

Manufacturer narrative:
Fse discussed event over the phone with customer. During discussions, it was noted by the customer that the intermittent no fluoro problem was caused by a frayed cable on the footswitch. The footswitch was replaced by the customer and the problem was resolved. System returned to full service by the customer.